Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified configuration required alarm. During the functional testing the reported issue was able to be duplicated. The customer losing the standard configuration 1a12 due to pump been interrupted during the cloning process. The root cause of the issue was customer induced. Download the standard configuration 1a12 and upgraded the software. Performed preventative maintenance, and all functional tests which passed.

Event description:
It was reported that the pump required configuration. No patient injury or involvement was reported.